Event description:
Multiple reports of this lot of IV catheters being difficult and painful when trying to insert patient. Also reports of the needle being dull. Many reports related to lot# st2962235 and at least one report related to lot# st2969536.